Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi)interventional procedure. The suture of one prostyle device was successfully pre-placed. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Reportedly, the knot was attempted to be advanced with pulling the railed suture and using the suture trimmer/ knot pusher; however, it was difficult to advance the knot. The level of anesthesia was increased and a cut down/ widening of the nick and spread incision was performed without cutting the vessel to apply a surgical suture to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, only one device was used to close a puncture exceeding 8f. It should be noted that the electronic prostyle instructions for use (eifu), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the reported IFU violation contributed to the reported difficulty the investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.